Event description:
Boston scientific crm received information that this patient had twiddler's syndrome and pulled the right ventricular lead into the superior vena cava. This lead was successfully repositioned. No adverse patient effects were noted.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.